Event description:
Philips received a complaint on the dfm100 indicating that the external paddles were damaged causing a paddle connection issue. There was no patient involvement. The fse evaluated the device and found the external paddles were damaged. The external paddles were replaced, and the device returned to full operation. No further action is required. Based on the information available and the testing conducted, the cause of the reported problem was the external paddles. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.